Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect free t4 result for two patients. The following data was provided: two samples processed on (B)(6) 2024: patient 1 71-year-old male initial result = 36.55 pmol/l repeat results= 23 and 17.15 pmol/l. Patient 2 initial result = >64.35 pmol/l repeat result = 16.76 pmol/l. Reference range = 9.01-19.05 pmol/l no impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect free t4 result for two patients. The following data was provided: two samples processed on (B)(6) 2024: patient 1 71 year old male initial result = 36.55 pmol/l repeat results= 23 and 17.15 pmol/l. Patient 2 initial result = >64.35 pmol/l repeat result = 16.76 pmol/l. Reference range = 9.01-19.05 pmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect i2000sr, serial # (B)(6). The fsr determined the pipettor z-nut (rohs)_part number 7-200015-01 the likely cause and replaced the part to resolve the issue. Service verified the system function with a control run. The service history of the (B)(6)verifies no subsequent false elevated free t4 results have been reported. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial # (B)(6), was identified.